Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a possible inappropriate therapy from their implantable cardioverter defibrillator (ICD) and was hospitalized. The physician was unable to confirm if the shock was appropriate or inappropriate and stated that they were unsure if there was a device issue. The device remains in use. No further patient complications have been reported as a result of this event.